Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report an hour glass icon that appeared in the status box for 2 hours and 45 minutes that occurred on (B)(6) 2016. Sensor was inserted at the thigh on (B)(6) 2016. Patient was not aware of her blood glucose (bg) readings during that time period and reports that she dropped low and passed out. Patient reported that she had the flu at the time of the event. Patient was watching tv and sitting in a comfortable chair. Patient does not remember anything after that. Patient woke up to juice that was spilled on the front of her. Patient's husband came and checked on her and found her passed out. He gave her juice. Patient thinks she woke up 15 minutes later. Patient reported that her finger stick (fs) reading was 95mg/dl. This happened to the patient yesterday as well. At the time of contact, patient reported current condition as coherent, but has the flu. No additional event or patient information is available. The complaint states that the patient passed out as a result of low blood glucose (bg). It should be noted that diabetes mellitus is a known cause of low blood glucose, resulting in loss of consciousness. Additionally, the complaint states that the patient inserted the sensor at the thigh. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.